Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr ipg implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a device replacement procedure there was a small area on the right ventricular (rv) lead that had broken pieces of silicone. The lead was repaired with adhesive and remains in use. No patient complications have been reported as a result of this event.